Event description:
Caller reported this inform meter shows melting/burning near the electrical connector pins. No adverse event reported. A request was made for the return of the meter, replacement was sent.